Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the patient¿s loss of stimulation and high impedances was not determined. It was reported that the patient would be scheduled for a lead revision to resolve the issues. The cause of the tablet being slow (when switching screens increasing settings) was also unknown. No actions were going to be taken to address the slow tablet issue and therefore was not resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33, lot# v006783, implanted: (B)(6) 2006, explanted: product type lead product ID a71200, serial# unknown, explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3487a-33; lot#: v006783; implanted: on (B)(6) 2006; explanted: on (B)(6) 2021; product type: lead; product ID: a71200; product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep reporting that the replacement of lead resolved impedance issues andpt has good scs therapy again.

Manufacturer narrative:
Concomitant medical products: product ID: a71200, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the caller indicated that the patient had an ins replacement two weeks ago. The patient was feeling stim following the replacement.  After the replacement the patient indicated that stim was turned off and then they couldn't turn stim back on. The patient doesn't feel stim up to 25.5ma the pw: 450us rate: 50hz. The caller indicated that the tablet is slow to increment intensity, it was taking 2-3 minutes for the tablet to increase up to 25.5ma from 0ma. The tablet is slow when switching between screens. Prior to calling the caller indicated that they attempted to program a guarded cathode using electrodes 1, 2, and 3 but the patient did not feel stimulation with that configuration. The caller provided the following impedance values from the tablet: ref 0 1 4077 2 7567 3 10234 ref 1 2 3007 3 6489 ref 2 3 2973 tss had the caller programmed a bipole with electrodes 2 and 3 and pw: 450us rate: 50hz. The caller increased the intensity up to 25.5ma and the patient did not feel stimulation. Technical services (tss) had the caller programmed a bipole with electrodes 1 and 2 and pw: 450us rate: 50hz. The caller increased the intensity up to 25.5ma and the patient did not feel stimulation. The patient did not report any falls or trauma in the time since they stopped feeling stimulation. The issue was not resolved through troubleshooting. The caller will review information with the medical doctor.